Event description:
The customer contact reported a separation. The tubing set was being used to deliver leucovorin, 832mg/250ml, at an unspecified rate for a duration of 90 minutes, via a symbiq pump. After an unspecified length of time after the delivery was started, the device alarmed that the delivery was completed. At this time it was noted that the tubing had separated from an unspecified location on the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.